Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced hyperglycemia with a blood glucose value of 470 mg/dl. Customer current blood glucose was also 470 mg/dl. The customer also reported an insulin flow block. Customer reported thirst as a symptom due to high blood glucose. Troubleshooting was performed. It was found that the auto mode feature was active at the time of the event and the pump was used within 48 hours prior to the event. No further patient complications were reported. Device will not be returned for analysis.